Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.